Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon eval, the monitor was unable to communicate and unable to be tested. The cause for the communication error was isolated to the aux pca board. The fl2001 (surface mount emi chip ferrite bead) was open on the aux pca board, which caused the communication error. The root cause for the open component was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4) the monitor would not communicate and was unable to be tested. The last pt to use this monitor did not report any deficiencies.